Manufacturer narrative:
An event reporting revision involving an unknown shell was reported. The event was not confirmed conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The sales representative reported on behalf of the surgeon that a patient who had been implanted with an exeter stem and contemporary cup 18 years ago underwent revision surgery. The surgeon reported that the revision was due to the contemporary cup, although no further details were reported about the reason. A decision was taken to revise the entire hip. The surgeon remarked that the explanted stem had some corrosion on it and that he had not seen this previously.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The sales representative reported on behalf of the surgeon that a patient who had been implanted with an exeter stem and contemporary cup 18 years ago underwent revision surgery. The surgeon reported that the revision was due to the contemporary cup, although no further details were reported about the reason. A decision was taken to revise the entire hip. The surgeon remarked that the explanted stem had some corrosion on it and that he had not seen this previously.